Event description:
Customer reported a button error on the insulin pump after she had gone running. The blood glucose reading was 320 mg/dl. She changed the insertion site and then treated with a bolus. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.